Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. It was reported that a type ii endoleak was observed during the procedure. The patient had been monitored. On an unknown date, reportedly, the diameter of the aneurysm decreased after the device was implanted (details unknown). On an unknown date, follow-up computed tomography image revealed an enlargement of the aneurysm diameter. Computed tomography angiography revealed proximal type I endoleak and type ii endoleak. On (B)(6) 2021, the patient underwent reintervention. An additional stent graft was deployed to extend the device proximally. Coil embolization of the lumbar artery was performed. The endoleaks were resolved. The physician stated as follows; since no proximal type I endoleak was observed initially, it is speculated that the type ii endoleak contributed to the enlargement diameter of the aneurysm, and that resulted in proximal type I endoleak. It was also reported that excessive calcification was observed in the proximal neck, prior to the device was implanted. Regarding the proximal neck, the device was placed about 1 cm distally from just below the renal artery, and it was oversized.